Event description:
Overinfusion occurred during pt use. Reporter claimed that infusor emptied in five days instead of seven days. Drug content was 5fu at 50mg/ml in nacl 0.9% with a total fill volume of 252ml. No customer reports of pt injury or medical intervention were reported to have occurred.